Event description:
Pt had a evd connected to integra limitorr volume limiting external csf drainage and monitoring system. Caregivers crns, pas) noticed cracks in transducer mount stopcock. Tubing and drainage system replaced x 3 times but pt acquired ventriculitis. Diagnosis or reason for use: hydrocephalus. Event abated after use stopped or dose reduced: yes.